Manufacturer narrative:
Updated fields: b4, g4, g7, h3, h10, h11. Corrected fields: a2, a3, a4, b5, d5, h6.

Event description:
It was reported during patient transport that the fiber optic port of the cardiosave intra-aortic balloon pump (iabp) is broken. There was no patient injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found the fiber-optic connector a little roughed up; however it was working correctly and no reason to replace it. The stm indicated that being that the device is owned by an ambulance company the roughing up of their equipment is normal due to their type of work. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the fiber optic port of the cardiosave intra-aortic balloon pump (iabp) is broken. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.